Manufacturer narrative:
Tilite received a report that an end user flipped over backwards and sustained injuries that required a brief hospitalization. The report indicates that the end user was using a power assist device in conjunction with their wheelchair. The exact power assist device used is not known. Based on the information available at this time, it is unclear if the incident was the result of a product malfunction or user error. If additional information relating to the incident is discovered, a follow up report will be provided.

Event description:
End user used a power assist device in conjunction with their wheelchair. The exact device used is not known. End user fipped over backwards. The fall resulted in a brief hospitalization.